Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported having skin irritation, hyperpigmentation, and an open wound. Patient did seek medical attention and was recommended to use otc aquaphor by a doctor. Patient did follow proper skin preparation.